Event description:
It was reported that the insertable cardiac monitor (icm) eroded through the patient's skin. Another icm was implanted as a replacement and remains in service. No additional adverse patient effects were reported.